Manufacturer narrative:
The cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were witnessed at the edge of the ablation. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be submitted.